Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 3 months (from the date of manufacture). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that approximately 3 years and 6 months after implantation, the patient's system controller showed no lights and made no alarm sounds. The patient called emergency medical services and was transported to the hospital. The nurse at the hospital exchanged the system controller without issue. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
As the device was not returned for evaluation, the specific cause of the reported incident was unable to conclusively be determined. No testing was able to be performed and no log files were submitted for analysis. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.